Manufacturer narrative:
Date sent to the FDA: 7/25/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2016 during which the surgeon note ¿it simply folded over and gone down into the scrotum on the cord structures. The mesh on the left side was noted to be similarly pulled free both medially and laterally.¿ it was reported that the patient experienced mesh migration, intractable and severe chronic pain. It was reported that the patient had a mesh implanted on (B)(6) 2011, which was captured in a separate file. No additional information was provided.